Event description:
It was reported that a patient presented with high capture threshold and low sensing amplitude noted on the right ventricular lead. The physician suspected micro dislodgement of the lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.